Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2015 with the following findings: review of the black box history revealed ¿power on reset¿ events recorded. The battery cap that was returned with the pump for investigation was evaluated and found to meet the required specifications. On examination, the battery compartment was intact without damage and there was no evidence of moisture corrosion inside the battery compartment. The keypad cover was intact without damage, peeling or lifting. There was moisture noted behind the display lens as alleged in the complaint. A crack was noted in the pump case near the upper right corner of the display lens. A leak test was performed which revealed moisture ingress into the pump at the case crack and at the keypad. On investigation, the pump was powered on and demonstrated functioning audio tone and vibration; however, the display screen remained blank. Complete testing of the unit was not possible due to the blank display screen. The keypad cover was removed for investigation and did not reveal any contamination or moisture on the contacts of the keypad buttons. The pump case was removed for investigation revealing moisture corrosion throughout the inside of the pump. Investigation was not able to adequate investigate the allegation of a power issue due to moisture damage and blank display screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.